Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone critical pump error image was displayed on the screen. The blood glucose level was unknown. The customer stated that pump screen went blank for a moment then restarted and no other alarm occurred . The customer was advised to revert the back up plan. The product will be returned for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked liquid-crystal display controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error alarms due to display anomaly. The insulin pump was received with the liquid-crystal display glass cracked and bleeding. The insulin pump received with minor scratched display window and case.